Manufacturer narrative:
It was reported that the dental implant had fractured. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was evaluated. The issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Dental implant fractured after 1.5 years.